Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon uses two staplers per case. On the second firing of the sleeve (the first with the misfired device), two of the rows of staples on the patient side did not form. The staples remained in a u shape. The reload was a black cartridge. The other device was used to complete the case. The surgeon was very close to opening, but was able to over-sew and control the bleeding.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained:how much blood was lost (ml)? Unknown.did the patient require a transfusion? No.